Event description:
At start of case, bellows was noted to not rise and the circuit pressure was noted to be increasing. It was subsequently noted that the stretcher wheel was on top of the scavenger line, thus occluding the evacuation hose. There was no reported pt injury.